Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via the manufacturer representative that the implant was in overdischarge. The implant was interrogated and no interventions were taken. The issue was not resolved at the time of the report. The healthcare provider told the representative that they were going to explant the battery, but then canceled and did not reschedule. No patient symptoms reported. On 2018-07-31 (rep): no new information.